Event description:
Report received from the USA stating the device was "overheating." The device was being used in operation. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found that the base and the elbow had heat exceeding acceptable limits. The elbow section of the device also had vibration. The condition of the angle attachment was due to worn and damaged gears and bearings, and cleaning and usage issues. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).